Event description:
We received an allegation of questionable ise results for 27 patients' samples tested on a cobas pure c303 analytical unit when compared to a cobas integra 400 plus analyzer. Results for sodium (na) test were affected: refer to the attachment for all patients' data. No questionable results were reported outside the laboratory because the results were caught in the technical validation.

Manufacturer narrative:
On 09-nov-2023 the customer changed the na electrode as they alleged discrepant results. The new na electrode used was with a lot number of r12_2023 with an expiration date of 01-oct-2024. After replacing the electrode, the customer also alleged receiving discrepant results. The old na electrode lot number and expiration date were not provided. The field service engineer (fse) found that the nozzle sip assembly and the pinch valve tube need replacement. He replaced the nozzle sip assembly and the pinch valve tube. Ise tubes were primed and daily ise maintenance was performed. The customer performed calibration and qc and they were acceptable. The service actions done by the fse resolved the issue. The cause of the event could not be determined.